Event description:
Boston scientific received information that during implant, this right ventricular (rv) lead was repositioned multiple times due to poor r-wave amplitude measurements. On the final repositioning, the pacing lead impedance with the pacing system analyzer (psa) measured at <200 ohms. The lead was removed and a new rv lead was implanted. The lead will be returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is available at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The dc resistance test showed all conductive paths were within specification. The insulation was noted to be wrinkled in several places on the lead, and the rate sense negative coil was deformed; this does not affect the electrical functionality of the lead. The reported clinic observation was not able to be reproduced.